Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -15.5 diopter, was intraoperatively implanted, removed, and replaced for a shorter length lens into the patient's left eye (os) on (B)(6) 2023 due to excessive vault. The problem was resolved. The cause of the event is unknown.